Event description:
User experienced a discrepant total bilirubin result for one infant. Initial result 0.42 mg/dl, repeat in 2008, gave 7.66 mg/dl. The nurse called questioning the result because the infant was jaundiced. User does not think treatment was affected. The field service representative determined a misaligned sample probe to be the cause. He replaced and aligned the probe. Performance tests performed which were within specification.